Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On 15/aug/2023 it was reported that this patient was hospitalized for peritonitis due to poor technique. This was the patient¿s third peritonitis event. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2022 with complaints of abdominal pain. Pd cultures were obtained. The patient was diagnosed with peritonitis on (B)(6) 2022. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2000mg daily (discontinued (B)(6) 2023), ip ceftazidime 5000mg daily (discontinued (B)(6) 2022), and ip meropenem 1g daily from (B)(6) 2022 through (B)(6) 2022. The culture resulted positive for escherichia coli (e. Coli) with extended-spectrum beta-lactamases (esbls). The white blood cell count from the hospital lab on (B)(6) 2022 showed 89,780 nucleated cells with 97% neutrophils. The patient was discharged on (B)(6) 2022. The patient continued utilizing the liberty select cycler during recovery. The cause of the peritonitis was attributed to touch contamination. No further information was provided.

Event description:
On (B)(6) 2023 it was reported that this patient was hospitalized for peritonitis due to poor technique. This was the patient¿s third peritonitis event. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2022 with complaints of abdominal pain. Pd cultures were obtained. The patient was diagnosed with peritonitis on (B)(6) 2022. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2000mg daily (discontinued ((B)(6) 2023), ip ceftazidime 5000mg daily (discontinued ((B)(6) 2022), and ip meropenem 1g daily from (B)(6) 2022 through (B)(6) 2022. The culture resulted positive for escherichia coli (e. Coli) with extended-spectrum beta-lactamases (esbls). The white blood cell count from the hospital lab on (B)(6) 2022 showed 89,780 nucleated cells with 97% neutrophils. The patient was discharged on (B)(6) 2022. The patient continued utilizing the liberty select cycler during recovery. The cause of the peritonitis was attributed to touch contamination. No further information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis (pd) utilizing the liberty cycler set and the patient event of peritonitis and hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for the event. The reported cause of the patient¿s peritonitis was reported to be touch contamination. This is supported by the culture results of escherichia coli (esbl), part of the commensal intestinal flora in humans causing a significant proportion of single-germ enterobacterial peritonitis in patients undergoing chronic peritoneal dialysis (pd). Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.